Manufacturer narrative:
The manufacturer previously reported information alleging an abnormal noise when the device is switch on. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the device evaluation at the third-party service center, it was found that the main fold and compressor plugs had melted. The front cabinet, rear cover, and whisper cap were cracked. An abnormal noise occurred when the device was switched on due to clogged sieves. Oxygen output was too low, while pressure and flow were excessively high. The inlet filter also required replacement as part of preventive maintenance. All parts need to be replaced. An incorrect code was previously selected under the evaluation results code grid. This has now been corrected and updated to reflect the investigation findings.

Event description:
The manufacturer received information alleging an abnormal noise when the device is switch on. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the device evaluation at the third-party service center, it was found that the main fold and compressor plugs had melted. The front cabinet, rear cover, and whisper cap were cracked. An abnormal noise occurred when the device was switched on due to clogged sieves. Oxygen output was too low, while pressure and flow were excessively high. The inlet filter also required replacement as part of preventive maintenance. All parts need to be replaced.